Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.the additional two perclose proglide devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record did not reveal any non-conformances associated with this lot, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database was performed and based on the reported information and the inspection criteria, there was no indication of a product quality deficiency. Seven unused sterile proglide devices with the same lot number, 11102j1, as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested sample.

Event description:
It was reported that deployment of the perclose proglide sutures in the common femoral artery was attempted using a preclose technique before an endovascular aortic aneurysm repair using an unspecified sheath size. Reportedly, the device misfired. Two additional proglides were used with the same results. After the endovascular aortic aneurysm repair, a cut down was performed to control the bleeding and hemostasis was achieved. There was no adverse patient sequela reported. The physician's training status in the use of the device is unknown. No additional information was provided.